Event description:
Philips received a complaint on the efficia dfm100 device indicating that the display is broken. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
During the evaluation, the bench engineer determined that the device's screen was broken. To resolve the issue, the defective screen needed to be replaced. A quotation was sent to the customer, but it was not accepted. Therefore, the device was returned to the customer without any repairs being performed.